Event description:
A malfunction on the pump was reported by the caller as indicated by malfunction code 199 in the tandem source. There was no adverse impact to the customer's blood glucose level. The caller was assisted by technical support to reset the malfunctioning pump, but the issue recurred. Consequently, a replacement pump was arranged. The caller plans to use mdi as backup therapy to maintain insulin delivery. Technical support provided instructions on putting the pump into storage mode and arranged for the return of the problematic pump within 10 days using a pre-paid label.